Event description:
Occipital bone screws 6mm (65 - 2506) defective design per doctor. Screw was loose explanted items 4 - 6mm occipital screws 65 - 2506 1 - 31 mm anchor 65 - 2040 ln 11113-i42 sent to risk.